Event description:
During an atrial fibrillation procedure an air leak was noted on the Swartz sheath. The Swartz sheath was exchanged, and the procedure was completed with no adverse patient health consequences. The hospital discarded the reported sheath.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The Batch Record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak could not be conclusively determined.